Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the universal battery charger unit would not turn on. The patient brought in unit for evaluation and was still unable to get unit to turn on.

Event description:
Additional information was reported that the patient placed four batteries in their universal battery charger (ubc) before going to bed. When the patient awoke in the morning all four batteries were charged. The ubc was not illuminating and appeared to be off and would not turn back on. The patient brought the ubc into the clinic and the power cord was replaced. The ubc would still not turn on.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate charger (B)(6) not working was confirmed when the service depot evaluated the returned charger. The service depot evaluated the returned ubc (serial number (B)(6) on 01mar2022. The ubc did not power on. The ubc¿s pcbs were inspected, and electrically damaged components due to liquid ingress were observed on main power supply pcba. The main power supply pcba was replaced with new to resolve the reported issue. After main pcb replacement, the (B)(6) was functionally tested per the heartmate universal battery charger service process; the unit successfully passed all test steps. The repaired (B)(6) was returned to the customer. The root cause of the observed damage was liquid ingress within the ubc; however, the root cause of the liquid ingress was not conclusively determined. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause it to fail in operations, or may cause an electric shock. The heartmate universal battery charger IFU (rev. B, sections ¿warnings and cautions¿ and 6.0 ¿routine inspection and cleaning¿) instructs users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The charger assembly (pn 108701) was built in 26jan2021. The top assembly (pn 1440) was packaged and placed into inventory on 13feb2021. The unit was sent to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.